Manufacturer narrative:
H10. D10. Concomitant : (B)(4) - 02-010-01-0230 - logic femoral ps cem left sz 3; (B)(4) - 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t; (B)(4) - a10012 - gps implant kit v2 these devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It is reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017, with no revision surgery reported. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The revision reported may have been the result of polyethylene wear, instability, and osteolysis as stated in the legal documentation. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs or photographs were not provided.